Manufacturer narrative:
The report of shocking sensation was not able to be confirmed. However, analysis of the returned lead extension found that all eight of the internal wires were broken. Because the broken wires are in close proximity, this anomaly could have caused the wires to make intermittent contact, thus giving the sensation of a mild shocking feeling or discomfort.

Event description:
Related manufacturer reference number 1627487-2020-30908it was reported that patient underwent surgery on 14aug2020 wherein extensions were replaced. Patient is stable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2020-23315, related manufacturer reference number 1627487-2020-23316, related manufacturer reference number 1627487-2020-23317. It was reported that patient is experiencing uncomfortable stimulation in their face. X-rays show left lead is coming out of the extension. Patient may undergo surgery to correct this issue. Patient is stable.